Manufacturer narrative:
The device was received and evaluated. Based on the strip simulation tester, blood glucose readings were found to be within specification and record successfully into the device memory. During the bg meter strip insertion verification test, the pdm recognized the activities and registered readings immediately. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data. Pod successfully communicated with pdm at 5¿ distance, administering 1u bolus. All pdm keys were found to function properly. No other damages or defects noted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the personal diabetes manager (pdm) was having issues with the key function. The patient experienced hyperglycemia several times and there was reportedly a medical event due to the pdm issue. Multiple attempts were made to retrieve information regarding the medical event. No further information available.